Event description:
A male pt had the star ankle poly core exchanged, due breakage of core. Previous poly core had been broken due to pt jumping off a truck.

Manufacturer narrative:
Visual examination confirmed the poly core was broken. No cause could be determined. Review of mfg records showed no anomalies.